Manufacturer narrative:
The 16mm avpii was returned to sjm and decontaminated. The plug was grossly and microscopically examined and no anomalies were found. The avpii met dimensional specifications when measured with a calibrated caliper. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the embolization remains unknown.

Event description:
A 16mm amplatzer vascular plug ii (avpii) was deployed in the superior vena cava successfully; however, the next day a scan showed the device had migrated to the aorta which was suspected to have been caused by a coughing episode. The avpii was removed using a gooseneck snare. The patient will be rescheduled for another surgery.